Manufacturer narrative:
Report source: (B)(4).

Event description:
Information was received indicating that this cadd cassette reservoir was leaking. The reporter stated that the cassettes were broken and then leaked. No adverse effects reported.

Manufacturer narrative:
Device evaluation: four pictures were received and reviewed. Three of the pictures showed a cassette, part number 21-7302-24, inside a plastic bag with some drops and medication inside of the cassette. One of the pictures showed two cassettes, part number 21-7302-24, inside a plastic bag each with some drops and medication inside of the cassette. A thorough investigation could not be performed as no samples were received for evaluation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The investigation determined that the most probable, but unconfirmed, cause of the reported issue to be that during the assembly process in the bag loading operation the assembly bag was not handled properly. Device evaluated by MFR: photos were provided for evaluation. Updated: device evaluated by MFR.